Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that back in november, the moldable wafer had cut the patient's stoma causing it to bleed heavily. The end user was on medication for leukemia, which interfered with her blood clot mechanism (coagulation). She went to see an ostomy nurse who did not prescribe a treatment plan other than she should not be using the moldable product. The customer continued to use the same wafer but began cutting it instead. The stoma still bleeds when she is doing a wafer change with skin preparation. There were no medications provided and the cut on the stoma has now resolved. No photo is available at this time.